Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient thought that implantable neurostimulator (ins) was working but patient programmer (pp) was not letting them increase stimulation. They could decrease the stimulation but cannot decrease. Caller stated that this was a real problem to them and did not know what to do. Caller had the stimulation at 4.5v and the ins was not working and then the next day the ins was working again. Caller was assuming the pp was not working because when they increase the stim, they could feel the sensation. Caller was not feeling stimulation on (B)(6) 2018 and this had happened once before previously around two weeks back. Caller was also experiencing a lot of bladder spasms. Stim was off when it was checked. They increased the stimulation at p1 4.0v and felt stimulation in correct area. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional reported that the cause of intermittent feeling stimulation, stimulation being off, not able to increase stimulation and bladder spasm remains unknown. They turned ins on. The weight was still unknown with resolution of the issue.